Manufacturer narrative:
(B)(4). Device evaluation: the cartridge was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The product has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Lot#: b201611.

Manufacturer narrative:
(B)(4). Device evaluation: no product was returned; a retained sample was evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridge passed visual inspection; no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
It was reported that on (B)(6) 2011 the patient noted the insulin cartridge was leaking. The patient noted there was insulin leaking from the plunger and was also in the cartridge compartment. For two days, the patient obtained elevated blood glucose readings ranging from 200 mg/dl to 300 mg/dl, and she experienced the symptoms of being tired and thirsty. She did not seek any medical attention or treatment. Troubleshooting revealed no cracks in the cartridge, the connection to the infusion set was secure, there were no site issues, the pump settings were correct, and the pump history showed the basal/bolus totals delivered correctly matched those programmed by the user. There was no evidence indicating the pump was not accurately delivering insulin.